Manufacturer narrative:
The complaint of "product would not coagulate" could not be confirmed. The device was connected to a valley lab force ii generator set at 45 watt bi-polar as called out by the label generator setting guide. The device was tested on the sample tissue and found to operate as designed. When the jaws firmly closed together, there is no tissue effect, as the jaws are slightly released tissue effect can be seen. If the jaws come in contact with one another during power application, the device will short out and no tissue effect will be seen. The device was then re-tested on a gyrus pk generator set at 45 watts. With the jaws firmly closed together no tissue effect was observed and the generator displayed a "re-grasp" error. By slightly releasing the jaws, the device activated and coagulated as designed.

Event description:
During a laparoscopy surgery, the cutting forceps would not coagulate, the patient had to be opened to stop the bleeding. Another like instrument was used to finish the procedure without any additional issues other than a prolonged hospital stay due to the open procedure.